Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no. 2016493-2025-05315 as a complaint belongs to pharmacy automation. The customer mistakenly submitted a pharmacy automation complaint to the dispensing self-service complaint system and the customer also self-closed before the customer service console agent investigated the case. Hence, 2016493-2025-05315 was recalled as the case filed in error as reportable.

Event description:
It was reported when using bd pyxis¿ es server, had a printer that kept interrupting the run. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufactures details kept blank since the given asset information found to be interface w/ 3rd prty vendor w/ database.

Event description:
It was reported that when using the pyxis medstation es system, had a printer that kept interrupting the run. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.